Manufacturer narrative:
(B)(4). The lot 14g030 was manufactured july 21, 2014 to july 23, 2014. The affected device was received for evaluation against the reported condition. Visual inspection and microscopic inspection on nine devices, noted white particles approximately 1.05mm in length, floating in the fluid path of the reservoir. The particle identified to be an acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. There was no evidence of particulate matter in the remaining six devices. The cause of the condition was not determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter within the reservoir of the device. According to the report, the reporter did not state when this occurrence was observed. There was no patient involvement. No additional information is available. This is report 2 of 9

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.